Event description:
A customer reported that the unit of measurement setting of their freestyle meter changed from mmol/l to mg/dl. The customer mistreated with insulin several times. The customer felt low and had something to eat. No medical treatment required. There was no report of death or serious injury.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through the fa16may2006 letter.